Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis and event history log review could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced loss of consciousness. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment, action with extraneal therapy and patient outcome were not reported. No additional information is available.